Event description:
A customer reported that blood was observed to penetrate through the transducer protector of an infus bloodline being used on a system 1000 hemodialysis machine. Investigation relative to reports of blood in the internal pressure monitoring lines of hemodialysis hardware has shown that his can be related to blood striking through the transducer protector on the bloodline during patient use.